Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted normally. After starting the console, a "leak in iab circuit" alarm was generated. Blood was found in the catheter. The iab was immediately removed and a new iab was inserted. There was no reported injury to the patient.

Event description:
It was reported that an intra-aortic balloon (iab) catheter was inserted normally. After starting the console, a "leak in iab circuit" alarm was generated. Blood was found in the catheter. The iab was immediately removed and a new iab was inserted. There was no reported injury to the patient.

Manufacturer narrative:
Dealer: name: (B)(4). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).